Manufacturer narrative:
(B)(4)

Event description:
It was reported that several episodes of inappropriate auto mode switching was observed via merlin.net transmission due to atrial event in post-ventricular atrial refractory period. Programming changes were made and resolved the issue. The patient was stable and in good condition.